Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. There is no indication of issue being resolved. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The information provided in section d.1 with initial report was incorrect. The correct information has been provided with this report.